Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate compartment and the machine was shut off before it alarmed. Patient's blood was not returned to him. Estimated blood loss is 300 cc's. Patient had no adverse effects. No medical intervention was required. Patients hemoglobin was checked after the event and the results were fine. Sample is not available.